Event description:
It was reported that a thrombus occurred and the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The patients activated clotting time (act) was tested as 108 but was considered incorrect. As the act was being retested, the pigtail was advanced over a wire into the was. Upon removal of the wire, a thrombus was visualized by transesophageal echocardiography (tee). The physician performed aspiration on the was and additional heparin was given until act was achieved over 300. The sheath was removed and the groin puncture was held by a non boston scientific 16f sheath over the wire. A new double curve sheath was opened to successfully complete the case. The patient presented neurological deficits upon waking up from the procedure. An immediate CT scan of the head confirmed left middle cerebral artery (mca) stroke. The patient was transferred to intensive care unit and a successful left mca thrombectomy was performed. The patient was cleared by a neurologist to restart their anticoagulation. The patient remained stable and was discharged on (B)(6) 2020. Additionally, the patient was seen on (B)(6) 2020 and weak but speaking. The patient will continue physical therapy assistance at home.